Event description:
A surgeon reports a pt complained of seeing halos around light sources following intraocular lens (iol) implant surgery. The pt was seen in 2006 due to ocular discomfort. Examination revealed one of the haptics was distorted -- folded. The distorted haptic was pushing against the posterior capsule causing it to distend (risking capsular tear). A lens exchange was performed on 08/28/2006. Enlargement of the incision and two stitches were required. The lens was replaced with another lens model placed in the sulcus. The patient is happy with the outcome.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.